Event description:
It was reported that during implantable cardiac monitor (icm) interrogation attempt, no telemetry could be obtained. The icm will be replaced. It was further reported that the patient had been in a fight recently and after that, when attempting to interrogate, the device would not communicate. The physician noted that the device had been completely turned within the pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The implantable cardiac monitor has been explanted and replaced. It was further reported that after monitor explant, the device was able to be interrogated.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.